Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail leading to a replacement surgery. Upon explant, the inflation issues were suspected to be caused by fluid loss as air was observed in the device; however, the source was not detailed. There were no patient complications.